Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The hospital biomed reported that during a patient event the users reported a no shock delivered message twice when attempting to shock the patient. This was noted as a second device used in an event reported under the first device in another complaint.

Manufacturer narrative:
.